Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 660i instrument, and identified the failure mode as the reagent probe a and b wash collar waste valves. The fse replaced the reagent probe a and b wash collar waste valves to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous low patient results for creatinine (cr-s) and blood urea nitrogen (bun) on their dxc 660i instrument. One erroneous low cr-s was reported out of the laboratory and was later amended. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event.